Event description:
This report summarizes one malfunction event. A review of the event indicated that model 7707540 implantable port allegedly experienced a fluid leak. This information was received from a single source. Of this event, the device was used on the patient with no reported injury. The patient was a female; however, the patient weight and age were not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the investigation is confirmed for leakage. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 7707540 implantable port experienced a fluid leak. Of this event, the device was used on the patient with no reported injury. The patient was a female of unknown weight and age. The 7707540 implantable port was returned to the manufacturer and is pending investigation.